Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, rippling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent primary breast augmentation with two unspecified mentor smooth saline breast prostheses, suffered loss of volume and rippling of their breasts, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2020: (right) 415cc mentor memorygel breast implant catalog: shpx415 lot: 7756735 sn: (B)(4) and (left) 415cc mentor memorygel breast implant catalog: shpx415 lot: 7756735 sn: (B)(4). This medwatch form is for the right breast prosthesis.